Manufacturer narrative:
+ Product complaint # ==>(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Litigation alleges patient was revised to address pain and metallosis. Update ad 2 jan 2019: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges metal wear and infection. After review of medical records the patient was revised due to metallosis, pseudotumors and pseudo-membranes. Past medical history indicated that the patent have developed pain, swelling, discomfort, positive for infection and trouble ambulating. Operative note reported, there was a tremendous cavity of black lined fluid. There was a tremendous amount of anteversion of the cup, it was very stable. An unknown cup and stem was added due to alleged infection. Added medical history, law firm, revision hospital, patient's birth date, age, height and weight.